Manufacturer narrative:
Na.

Event description:
The customer stated that they received an erroneous ca2 calcium gen.2 (ca) result for one patient sample tested on a c501 analyzer. There were no instrument alarms. The sample initially resulted as 7.3 mg/dl and this value was reported outside of the laboratory. A phosphorus test was added for the patient, so the sample was repeated for calcium in addition to running the phosphorus test. The repeat result was 9.0 mg/dl on (B)(6) 2016. The sample was then repeated a second time, resulting as 9.1 mg/dl on (B)(6) 2016. The first repeat result was believed to be correct. The patient was not adversely affected. The ca reagent lot number was 14842601, with an expiration date of 07/31/2017. The field service representative determined that the cell rinse water level was too high, causing occasional overflow of cell blank water. He also found the sample probe to be misadjusted. He adjusted the cell rinse water level and adjusted the sample probe. He ran precision studies and these were within guidelines. The customer ran controls, which were within their acceptable range.